Event description:
Arjo became aware of the event involving the velaris mattress. The customer alleged that the patient developed a pressure ulcer (on the left upper back, sacrum, and left buttock) while using the velaris mattress. The clinical specialist assessed the injury as serious. There are 4 cases of serious skin breakdown, which occurred in different locations of patient's bodies. This is report number 3 of 4 that will be submitted. The customer did not allege device malfunction. It was confirmed that the mattress was used without the pump.